Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was explanted and replaced. During the procedure, there was a setscrew problem on the cardiac resynchronization therapy defibrillator (crt-d) and the physician was unable to screw in the lv port. The device was explanted and replaced. No patient complications have been reported as a result of this event.